Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745ac lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4) b3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they attempted to charge their implanted neurostimulator(ins) since a little over a week ago but could not get their ins to charge consistently. Pt said for the past few days, they got a "call medtronic" message and a "controller batteries weak" message and could not get their ins to charge at all. Pt said ins had been depleted for the 1.5 days. Pt had called a manufacturer representative (rep) 2 days ago and then the rep called them back today and suggested the pt call the manufacturer. Pt said their ins would charge until yesterday. Pt said they had 50% charge in their ins two days ago, but now the ins was depleted and their back was in pain because they could not charge their ins. During the call, the pt attempted to initiate a recharging session of their ins, but the pt got "system problem: cannot continue: call medtronic: rm03." The pt got "system problem: cannot continue: call medtronic: rm"05". Pt reset the controller and got "replace controller batteries" message when attempting to charge their ins. Pt inspected the recharger antenna (rtm) cord, plug, and the controller port, but no damage was detected. An email was sent to the repair department to send an rtm exchange unit. Additional information was received. Patient called back and stated they need a new controller because they're still getting a message to call medtronic. Patient stated they spoke with mdt rep today who suggested getting the controller replaced. Patient confirmed that despite using the exchange recharger, they are still having the same message come up about replacing the controller batteries. Patient added that it's been taking them 1.5-2 hours to charge the implant, but before it was so fast. Patient stated they have 30% in the implant now and really need the therapy. The caller had a frayed intellis 97745ac power supply. Caller noticed it today when the controller wasn't charging. Additional information was received from the patient (pt). They reported that a previous recharger "shock the **** out of me".

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed cable insulation is peeling away at donut end and wires are exposed and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.